Manufacturer narrative:
Medwatch sent to FDA on 08/11/2015. Further info from the reporter regarding event, product, or patient dryails has been requested. No add'l info is available at this time. Allergan is unable to confirm w/the healthcare professional, therefore add'l event, product, or patient details are not attainable.

Event description:
Patient reported after injection w/4 syringes of juvederm voluma xc in the "four quadrants of the face," the patient developed a "pearl sized bmp on the lower left jaw & corner of the lip down by the chin, severe angioedema, an allergic response, swelling initially on the arm that spread throughout body,facial swelling, making it hard to see out of (their) eyes, tingling & numbing," & added "it feels like there is a ball in (their) throat." Symptoms were noticed a few weeks after injection. The patient also reported being "very sick" & developing a "strep infection". The patient was treated w/prednisone and an unknown antibiotic". The patient reported the healthcare professional suggested treating the symptoms w/benadryl & allegra as well.